Manufacturer narrative:
This MDR is being filed late, since it was inadvertently classified as a 'closed' complaint before regulatory affairs had a chance to review it. An improvement was implemented in the complaint system to prevent this kind of occurrence in the future. All of these 'closed' complaints were reviewed and, if appropriate, reported as mdrs.

Event description:
The customer stated that her blood glucose results had been lower than usual, so she performed 3 control tests. She received results of "lo", 12, and 45 mg/dl. The normal control range was 90-125 mg/dl. The customer did not allege any adverse events. The test strips were to be returned for evaluation, but they were never received by the qa lab. Replacement test strips were sent to the customer.